Manufacturer narrative:
(B)(4). The reported issue was made to carefusion's 3rd party service center for the region, ge healthcare. Ge healthcare evaluated the device and performed a 6 year, turbineless, preventative maintenance on the device. Ge healthcare documentation indicates that they serviced the device and ensured that it is ready for use, but there is no indication that any failure was detected. As the device was serviced, there is no further investigation that can be performed on the device, and no parts were returned. If any suspect parts become available or any additional information becomes available, then a supplemental report will be submitted.

Event description:
It was reported to carefusion that the ventilator stopped working while the patient was on the table. The lights were working, but there was no ventilation coming from the ventilator. It was reported that there was no patient injury or harm.